Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The alarm log could not be reviewed due to the log was blocked by an f-94 (configuration option settings checksum is not 0) alarm. The f-66 alarm was not confirmed. The problem was confirmed as f-94 alarm since this likely prevented the use of the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 alarm was identified during functional testing. The cause of the condition was determined to be discharged batteries and damaged ac fuse. To correct the condition, the main battery and the fuse slow blow were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had f-66 (supply voltage of cpu circuitry is too high) alarm. This occurred before use. There was no patient involvement. No additional information is available.